Manufacturer narrative:
Continued from medical devices: primary tubing; 150ml b.braun bag ndc 0264-1800-32 sodium chloride 0.9%; therapy date (B)(6) 2018. The customer¿s report of an overinfusion was not confirmed. Physical inspection of the device and the disposable set did not show any anomalies. Analysis of the pcu event log shows that at 11:10 pm on (B)(6) 2018 the pump module was programmed to infuse insulin drip 4 to 10units/hr, 100units/100ml, at a rate of 8.79ml/hr and infused until 11:39 pm when the device was channeled off. The volume recorded as being infused during this period was 4.001ml. Functional testing was performed and the device was delivering fluid within specification. There were no leaks observed from the set. The root cause of the overinfusion was not identified.

Event description:
The customer reported that the rn programmed the pump to deliver insulin regular human 100units/100ml at a rate of 8.79ml/hr with a vtbi of 50ml. A second rn confirmed that the pump was programmed correctly and the infusion was started at approximately 2315. After 30 minutes, the pump alarmed indicating air in line. The rn responded to the alarm and found that the entire contents of the 100ml bag had infused into the patient. After reviewing the settings on the pump, the pump displayed that only 4ml had been infused. The patient was transferred to the intensive care unit for blood sugar stabilization.